Event description:
During transfer of pt from bed to wheelchair, the pt's right lower leg sustained a small abrasion when it was scratched by the wheelchair. Abrasion was cleaned with saline and left open to air.